Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported on user facility medwatch form, # 2300750000-2018-8007. A patient underwent an unknown procedure on an unknown date in (B)(6) 2018 and suture was used. A piece of suture needle broke during graft stitching. Physician was made aware immediately. There were no patient consequences reported. Device is available for return.